Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed. The device met 98.8%% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 694765 lead, implanted: (B)(6) 2003; etlw1616c93e stent graft, implanted: (B)(6) 2013; etbf2816c145e stent graft, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular lead had high thresholds on the left ventricular ring to right ventricular coil and the patient was experiencing diaphragmatic stimulation. The lead was reprogrammed at higher outputs and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.